Event description:
During implant procedure the tip of the inserter broke off. Md nicked a blood vessel resulting in approximately one litre of blood loss. Another inserter was used to complete the procedure. Per md the pt is doing well.